Event description:
The customer received a blood glucose reading of 400mg/dl on the breeze2 meter. She felt dizzy and had blurred vision so called 911. The paramedics retested her and the reading was 169mg/dl. She was given medication to lower her glucose. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips were returned for evaluation. New meter and strips were sent to the customer.